Event description:
It was reported that the "patient sustained a work injury while unloading a sofa off a truck in (B)(6) of 2009. In (B)(6) of 2009, the patient presented with low back strain. In (B)(6) of 2010, the patient sustained an injury on the job when he fell backwards. In (B)(6) 2010, the patient underwent MRI of the lumbar spine without contrast. Impression: vertebral body hemangioma l3, sacralization of l5; herniation intervertebral disc centrally and to the right l4-5. In (B)(6) of 2010, the patient presented with leg pain status post injury while at work. The patient reports weakness of the foot on the right side. The patient underwent x-rays of the lumbar spine. Findings: a transitional anatomy at the lumbosacral junction. There is a sacralized l5-s1 level which appears to be stable. Patient has some mild disk narrowing at the l4-5 level with a moderate-sized right-sided disk herniation. This is the level that is the lowest segment. Patient appears to only have 4 functional lumbar vertebrae. The doctor reviewed the patient's MRI and stated that it shows a large disk herniation on the right side. Impression: acute disc herniation l4-5 right side with radiculopathy. In (B)(6) of 2010, patient presented with preoperative diagnosis of herniated nucleus pulposus, l4-5, right side. The patient underwent a ri ght sided l4-5 lumbar laminotomy and discectomy l4-5. No patient complications were noted. In (B)(6) 2010, the patient presented with right hip pain. The patient underwent x-rays of the lumbar spine. Findings: hemi-laminotomy visualized at the l4-5 level. Patient has a transition segment which is previously noted, he has mild degenerative changes at this level. In (B)(6) 2010, patient presented with persistent leg pain. The patient also reports some paraspinal spasms. The patient underwent x-rays of the lumbar spine. Findings: minimal hip arthritis bilaterally with no other lesions noted. Lumbar spine films show moderate degenerative disc disease l5-s1. Impression: status post lumbar micro discectomy with degenerative disk disease and residual radicular pain; hip pain. In (B)(6) 2010, patient presented with low back pain. In (B)(6) 2010, patient presented with significant back and right leg pain. The patient also has trace weakness in the right lower extremity. The patients back range of motion is decreased. Impression: persistent back and right leg pain status post lumbar micro discectomy. In (B)(6) 2010, patient underwent an MRI of the lumbar spine due to back pain radiating to the right hip. Impression: previous hemi laminectomy on the right at l5-s1; no evidence of a recurrent disc herniation, the patient presented for discussion of MRI. The doctor stated the patient has severe degenerative disk disease at l5-s1 level. Patient has foraminal stenosis related to disk height loss. The MRI shows epidural fibrosis. In (B)(6) 2011, patient pr esented with back and leg pain with radicular symptoms. Impression: severe degenerative disk disease l5-s1 status post micro discectomy with recurrent and persistent radiculopathy right l5. In (B)(6) 2011, patient presented with lower back pain. The pain is described in an l5 pattern. The patient also reports bilaterally testicular pain. Impression: degenerative disc disease l4-5; status post discectomy l4-5. (B)(6) 2011, patient presented with preoperative diagnoses of recurrent disc herniations, disc disease, and foraminal stenosis l5-s1. The patient underwent the following procedures: anterior lumbar interbody fusion with peek cage supplemented with rhbmp-2/acs and one large fragment screw. Per the op notes, an appropriate size cage was selected and filled with bone graft and rhbmp-2/acs and impacted into place without difficulty. It was secured with a large fragment screw with washer. No patient complications were noted. (B)(6) 2011, the patient presented with preoperative diagnoses of recurrent disc herniation, spinal stenosis and severe degenerative disc disease, l5-s1. The patient underwent the following procedures: revision micro discectomy l5-s1, right side; posterior spinal fusion l5-s1; posterior segmental spinal instrumentation using pedicle screws and rods tsrh 3d. The patient was discharged home. (B)(6) 2011, the patient underwent x-rays of the lumbar spine. These show appropriate incorporation of the bone graft. (B)(6) 2011, patient underwent x-rays of the lumbar spine. Findings: posterolateral fusion and interbody fusion at l5-s1 consolidating nicely. Alignment is satisfactory: visit impression: status post l5-s1 fusion with mild residual radiculopathy right lower extremity. (B)(6) 2011, the patient underwent x-rays of the lumbar spine. Findings: solid anterior and posterior fusion with pedicle screw instrumentation. December 2011, patient presented with persistent leg and back pain. Impression: degenerative disc disease and radiculopathy status post anterior and posterior lumbar fusion with persistent back pain and radiculopathy. (B)(6): the patient presented with right lower extremity pain greater than low back pain as well as weakness and numbness. Assessment: lumbago. (B)(6): the patient presented with lower back pain, numbness, and weakness, as well as right lower extremity pain. Assessment: thoracic or lumbosacral neuritis or radiculitis; displacement of lumbar intervertebral disc without myelopathy. (B)(6) 2013, the patient presented with thoracic or lumbosacral neuritis or radiculitis and displacement of lumbar intervertebral disc without myelopathy. The patient underwent a right l4-5 and l5-s1 transforaminal epidural steroid injection. No patient complications were noted. (B)(6) 2013, patient presented with right lower extremity pain greater than low back pain. Assessment: thoracic or lumbosacral neuritis or radiculitis; displacement of lumbar intervertebral disc without myelopathy. 14-oct-2013: the patient presented with lumbosacral neuritis or radiculitis, displacement of lumbar intervertebral disc without myelopathy, and post laminectomy syndrome of lumbar region. The patient underwent right l4-5 and l5-s1 transforaminal epidural steroid injection #2. No patient complications were noted. (B)(6) 2013, the patient presented with lower back pain, numbness, and weakness, as well as right lower extremity pain. Assessment: thoracic or lumbosacral neuritis or radiculitis; displacement of lumbar intervertebral disc without myelopathy."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.